Event description:
--

Event description:
Boston scientific crm received information that a non-boston scientific sales representative stated that at a device change out procedure, it was noted that the right ventricular (rv) lead may be fractured. However, at this time the lead remains active and implanted in the patient. No adverse patient effects were reported. Additional information was received from a non-boston scientific sales representative that the rv lead was explanted due to high impedance and high threshold measurements. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, it was noted that only the proximal section of the lead was returned with a set screw mark on the terminal pin and severed at 21 cm from the terminal pin. Melted insulation was observed at approximately 13 cm from the terminal pin and it was also noted that there was no insulation covering the coils from 13 cm to 21 cm. Analysis concluded the insulation damage was likely the result of electrocautery. The returned section of the lead was subject to direct current resistance testing and passed on all paths, verifying that portion of the lead's electrical performance was intact. The field allegation was not confirmed by analysis, only a part of the lead was returned.

Manufacturer narrative:
This lead has been returned and is currently undergoing analysis. The event will be updated once analysis is complete.